Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual examination of the provided pictures found the adapter has fractured and the taper remains lodged in the diaphyseal segment and appears to be cut by the surgeon for removal. The device was not returned for evaluation. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review found onset of instability with pain and fall. X-ray shows break in one of the diaphyseal segments. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant products: 150465 - oss 5cm diaphyseal segment - 925260. The customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right knee procedure. Subsequently, the patient was revised approximately two years later due to a fractured oss diaphyseal stem adapter. The oss diaphyseal stem adapter fractured inside of the oss diaphyseal segment. Attempts have been made and no further information has been provided.